Event description:
It was reported that the patient went to the emergency room in serious condition within two days after his inflatable penile prosthesis original implant and had it removed because of infection. It was indicated that the patient was in the intensive care unit for nine days and in the hospital for almost two more months including rehabilitation following the removal surgery. No additional complications were reported in relation to this event. Related to manufacturer report number: (B)(4).

Manufacturer narrative:
Reservoir catalog number: 720185-01, serial number: (B)(4), expiration date: 05/23/2015, manufacture date: 06/2013.

Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw. The PMA/510(k) from k821628 to n970012.